Event description:
The following information was provided: as per pss implant request: patient has a well fixed stryker right knee replacement. The tibial component requires replacement (is broken and loose) but would like to keep the femoral component in place as revision of the femoral component will present a number of challenges based on implants in-situ and patient's bone health.. The patient has already had a revision knee surgery and tried to manage with non surgical options. Revising scorpio ts tibia with stem.